Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -07.00. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: evaluation method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -07.00 diopter in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting associated with elevated intraocular pressure. The lens was exchanged for a shorter length lens with a similar diopter size. This resolved the problem. Post-op visit on (B)(6) 2015 - ucva was 20/20.